Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. Reportedly, only 5ml of water came out causing trauma and bleeding to the patient. Five patients were admitted to hospital. It is unknown at this time if the patient required medical intervention.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿excessive rtv¿ with a potential root cause of ¿incorrect efd parameters¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. Reportedly, only 5ml of water came out causing trauma and bleeding to the patient. Five patients were admitted to hospital. It is unknown at this time if the patient required medical intervention.